Event description:
It was reported that during a balloon angioplasty procedure, the balloon was frozen on the wire, removal difficulties as well as a device separation occurred. Vascular access was obtained through the left brachial. The 5 x18mm 75% stenosed lesion was in the severely tortuous superior mesenteric artery. The physician met resistance while trying to advance the 5.0x6mm nc quantum apex monorail balloon catheter to the lesion. The physician was using a unknown inflation device with contrast media ratio of 50/50 when the balloon became fused with an unknown guidewire. During removal of the device the shaft separated. The physician removed the wire and the balloon at the same time, due to the device being frozen on the wire. All portions of the catheter were removed from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex balloon catheter was received with an unidentified guidewire. The wire was inside the lumen of the catheter. There was a complete separation of the mid-shaft near the distal end of the guidewire exit notch. The fractured end of the mid-shaft appears stretched which may be consistent with separation due to tensile overload. Magnified inspection revealed the inner and outer shaft were buckled near the proximal balloon bond and 14 cm from the tip. The balloon was intact and tightly folded. There was 131.5 cm of the guidewire protruding from the tip and 145 cm from the mid-shaft separation of the catheter. The nc quantum apex device was placed in a warm circulating water bath for a 24 hour period in an attempt to separate the devices. This was unsuccessful, the guidewire was not able to be removed from the nc quantum apex device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user/use error as the dfu states: "the nc quantum apex over-the-wire and nc quantum apex monorail ptca dilation catheters are indicated for the balloon catheter dilatation of the stenotic portion of a native coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion." (B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, the balloon was frozen on the wire, removal difficulties as well as a device separation occurred. Vascular access was obtained through the left brachial. The 5 x18mm 75% stenosed lesion was in the severely tortuous superior mesenteric artery. The physician met resistance while trying to advance the 5.0x6mm nc quantum apex monorail balloon catheter to the lesion. The physician was using a unknown inflation device with contrast media ratio of 50/50 when the balloon became fused with an unknown guidewire. During removal of the device the shaft separated. The physician removed the wire and the balloon at the same time, due to the device being frozen on the wire. All portions of the catheter were removed from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).